Manufacturer narrative:
Collagen matrix has made multiple unsuccessful attempts to obtain additional product information (i.e. Lot number, expiration date, UDI). Due to insufficient feedback a thorough assessment could not be completed.

Event description:
Clinician reported that the straumann membraneflex product resorbed within 2 weeks of being implanted. Typical resorption time for this membrane is 12-16 weeks.